Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) female patient. Medical history included a hospitalization for unknown reason, hypertension, cataract, and the previous treatment with chlortetracycline for an unspecified allergy. Concomitant medications included metformin, cobalamin and vitamin b complex, all for an unspecified indication, also an unspecified medication to decreased her blood pressure. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) subcutaneous injections from a cartridge (humulin mix 70/30) via a reusable pen (humapen ergo ii), for the treatment of diabetes mellitus, 13 units in the morning and 12 units at night beginning in 1997 while she was hospitalized. The patient also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) subcutaneous injections form a cartridge (humalog mix25), via a reusable pen (humapen ergo ii), 16 units in the morning and 14 units at night, for the treatment of diabetes mellitus beginning on an unspecified date in 2015. On an unknown date, she noticed the effect of human insulin isophane suspension 70%/human insulin 30% was not good (time of injection was long, no effect), her blood glucose level could not get lowered and her fasting blood glucose was between 8 and 10(no units or reference values provided). On an unspecified date, her blood glucose could not drop and she increased her human insulin isophane suspension 70%/human insulin 30% dose to 16 units in the morning and 14 units in the evening (product complaint (B)(4)/lot unknown). On an unspecified date, she was hospitalized due to dizziness and blood glucose high. In 2015, she was afraid to hot (event unclear, no details were provided).on an unspecified date in 2015, she discontinued treatment with human insulin isophane suspension 70%/human insulin 30% under her treating physician prescription, and she began to receive insulin lispro protamine suspension 75%/insulin lispro 25%. On an unspecified date in 2016, her humapen ergo ii was leaking (product complaint (B)(4)/lot 0711d01) and she was not able to administer her complete insulin lispro protamine suspension 75%/insulin lispro 25% dosage. She then decided to install the insulin into the pen and store it in her refrigerator. In addition, on an unspecified date, she was hospitalized to receive treatment for neuropathy. Her blood glucose levels could not drop, and she took metformin at night. Information regarding any further corrective treatment and events outcome was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. She was the device user and her training status was not provided. The device model duration of use was from about 18 years and the suspect device duration of use was not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know whether the events were causally related to human insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 75%/insulin lispro 25% treatments, and did not provide any relatedness opinion between the events and the device. The second reporter consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 75%/insulin lispro 25% treatments and did not provide any relatedness opinion between the events and the device. Update 07jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting, and to updated the improper use and storage to yes. Update on 12-jul-2016: additional information was received on 08-jul-2016. Concomitant medication of unspecified medication to decreased blood pressure was added. Blood glucose levels before insulin treatment was added on field. Causality opinion of second reporter change as unknown for all events reported previously. Narrative was updated accordingly. Update 18-jul-2016: information received from the rcp on 04-jul-2016. Product complaint reference number was added to the narrative. No adverse event information was received. Upon review from initial information added listedness of the event of neuropathy to core data sheet (core), european union summary of product characteristics (spc), investigator brochure (ib) and united states sackage insert (uspi).

Manufacturer narrative:
Evaluation summary a female patient reported her humapen ergo ii device leaked after the needle was removed from the skin after the injection was completed. The patient was not able to administer the complete dose. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 0711d01, manufactured november 2007). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. While the exact date when the patient started using the device was not provided, based on the amount of time elapsed since this device was manufactured (2007), it is likely that the patient used the device beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use and provides instructions for the proper use and care of the device. There is evidence of improper use. Based on the date of manufacture, it is likely the device was used beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose. In addition, the patient stored the device in a refrigerator with a needle attached. This may be relevant to the complaint of leaking from the device after the injection was completed.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) chinese female patient. Medical history included a hospitalization for unknown reason, hypertension, cataract, and the previous treatment with chlortetracycline for an unspecified allergy. Concomitant medications included metformin, cobalamin and vitamin b complex, all for an unspecified indication, also an unspecified medication to decreased her blood pressure. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) subcutaneous injections from a cartridge (humulin mix 70/30) via a reusable pen (humapen ergo ii), for the treatment of diabetes mellitus, 13 units in the morning and 12 units at night beginning in 1997 while she was hospitalized. The patient also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) subcutaneous injections form a cartridge (humalog mix25), via a reusable pen (humapen ergo ii), 16 units in the morning and 14 units at night, for the treatment of diabetes mellitus beginning on an unspecified date in 2015. On an unknown date, she noticed the effect of human insulin isophane suspension 70%/human insulin 30% was not good (time of injection was long, no effect), her blood glucose level could not get lowered and her fasting blood glucose was between 8 and 10 (no units or reference values provided). On an unspecified date, her blood glucose could not drop and she increased her human insulin isophane suspension 70%/human insulin 30% dose to 16 units in the morning and 14 units in the evening (product complaint 3706132/lot unknown). There was evidence of improper use; based on the date of manufacture, it is likely the device was used beyond its approved use life and the patient stored the device in a refrigerator with a needle attached. On an unspecified date, she was hospitalized due to dizziness and blood glucose high. In 2015, she was afraid to hot (event unclear, no details were provided).on an unspecified date in 2015, she discontinued treatment with human insulin isophane suspension 70%/human insulin 30% under her treating physician prescription, and she began to receive insulin lispro protamine suspension 75%/insulin lispro 25%. On an unspecified date in 2016, her humapen ergo ii was leaking (product complaint 3706133/lot 0711d01) and she was not able to administer her complete insulin lispro protamine suspension 75%/insulin lispro 25% dosage. She then decided to install the insulin into the pen and store it in her refrigerator. In addition, on an unspecified date, she was hospitalized to receive treatment for neuropathy. Her blood glucose levels could not drop, and she took metformin at night. Information regarding any further corrective treatment and events outcome was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. She was the device user and her training status was not provided. The device model duration of use was from about 18 years and the suspect device duration of use was not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know whether the events were causally related to human insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 75%/insulin lispro 25% treatments, and did not provide any relatedness opinion between the events and the device. The second reporter consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30% or insulin lispro protamine suspension 75%/insulin lispro 25% treatments and did not provide any relatedness opinion between the events and the device. Update 07jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting, and to updated the improper use and storage to yes. Update on 12-jul-2016: additional information was received on 08-jul-2016. Concomitant medication of unspecified medication to decreased blood pressure was added. Blood glucose levels before insulin treatment was added on field. Causality opinion of second reporter change as unknown for all events reported previously. Narrative was updated accordingly. Update 18-jul-2016: information received from the rcp on 04-jul-2016. Product complaint reference number was added to the narrative. No adverse event information was received. Upon review from initial information added listedness of the event of neuropathy to core data sheet (core), european union summary of product characteristics (spc), investigator brochure (ib) and united states package insert (uspi). Update 18aug2016. Additional information received 17aug2016 from the product complaint safety database. To the device tab added manufacture date, added the device specific safety summary (dsss), updated the european and (B)(4) device information, updated the device medwatch information, and the narrative was updated accordingly.